Manufacturer narrative:
Additional codes were added to h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The valve was not returned for evaluation. While edwards durability testing of sapien 3 valves meets and exceeds bioprothesis valve durability requirements, bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprothesis heart valves. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve as outlined in the IFU, and are not considered a device malfunction; therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years. There is no evidence of device malfunction contributing to the reported event. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Additionally, since no edwards defect was identified, no corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, the patient underwent implant of a 23mm sapien 3 valve by transfemoral approach in the aortic position. Approximately five years, one month post-implant, degeneration of the prothesis was observed with a gradient of 50 mmhg. A viv procedure was done with a medtronic corevalve evolut pro 23 mm with good results. No additional information could be obtained from the hospital.

Manufacturer narrative:
Investigation is ongoing.